Manufacturer narrative:
Electrical testing on the lead did not find any indication of conductor fractures or internal shorts. X-ray examination found the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of implant/explant. The helix was clogged with blood-like substance (bls). After cutting the lead, cleaning the helix, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension measured within product specification. The results of the investigation concluded the helix was clogged with bls and the inner coil was overtorqued consistent with implant/explant damage. The cause of the helix issue is consistent with damage during use.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, an x-ray examination revealed a right ventricular (rv) lead dislocation. The sensing decreased and the pacing and impedance increased. The rv lead was explanted and replaced. The patient is stable.